Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 17-oct-2006. There have been no other events for the lot referenced. The device was returned in damaged condition. The internal spring was coming out of the device and a piece of the plast was fractured off. The event was confirmed. The event was confirmed. The device was confirmed to be within the scope of a CAPA which addressed the reported product and issue that resulted in a design change. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported, "impactor plastic broken while impacting."

Event description:
It was reported, "impactor plastic broken while impacting."